Event description:
It was reported that a linx is being explanted all other information was unknown at the time of the call.

Manufacturer narrative:
(B)(4).date of event: only event year known: 2022. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?.